Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med station was not responding. A technical support specialist (tss) verified on the remote support service (rss) that the med station was set auto reboot while the anesthesia stations show blocked on the auto reboot. Then the fse emailed the user with the findings. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.